Manufacturer narrative:
The reported event was inconclusive since no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment. It was unknown whether the product had caused the reported failure. Based on the photo sample received it is unknown whether the device had met relevant specifications because the device could not be tested. A potential root cause for this failure could be imperfection in balloon due to process. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." Corrections: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Incomplete device returned.

Event description:
It was reported that the 2 foley had defective balloons that actually fell out of the patient . Soon after it fell out, staff tested the balloon on the second device and found a small pinhole that caused a leak from the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 2 foley had defective balloons that actually fell out of the patient. Soon after it fell out, staff tested the balloon on the second device and found a small pinhole that caused a leak from the balloon.